Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the first surgery was performed on (B)(6) 2020. At this time, the soft tissue was in poor condition, and the procedure was completed with only the distal anterolateral plate of the axsos tibia, and then the variax fibula was applied on (B)(6). After 4 weeks of unloading, we started to apply weight, and at 6th week we started full weighting, and at 7th week the patient felt uncomfortable. The revision was made on (B)(6). Only axsos and asnis were removed, and variax was not completely broken, so it was left as it was. Since the condition of the soft tissue was still poor, the operation was completed with vac after wearing external fixation."

Manufacturer narrative:
Correction: refer to d9/h3 device availability, h6 results & conclusion codes. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition is unknown

Event description:
As reported: "the first surgery was performed on (B)(6), 2020. At this time, the soft tissue was in poor condition, and the procedure was completed with only the distal anterolateral plate of the axsos tibia, and then the variax fibula was applied on (B)(6), . After 4 weeks of unloading, we started to apply weight, and at 6th week we started full weighting, and at 7th week the patient felt uncomfortable. The revision was made on december 9th. Only axsos and asnis were removed, and variax was not completely broken, so it was left as it was. Since the condition of the soft tissue was still poor, the operation was completed with vac after wearing external fixation."